Manufacturer narrative:
Continuation of d10: product ID: tm90t0, lot# serial# (B)(6), product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 04-sep-2020, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that the communicator was no longer charging. The patient stated that it kept telling them to put it back on the charger, but it was not charging. The patient also stated that the communicator charging port seemed like it might be loose and wiggly. The patient added that they used the communicator often; they had tried different charging cords and wall outlets throughout their house; and the handset charged fine using the same wall outlet. The patient confirmed no visible damage to the charging cord. For the event date, the patient stated that it was a few days ago that they noticed a yellow light on the communicator, so they tried to mess with it for a few days before calling in. A replacement communicator was requested fro m the repair department because the communicator charging port was loose and wiggly.

Manufacturer narrative:
H3 ¿ analysis of the communicator found ¿micro usb charge port is loose¿ and ¿tm90 micro usb interface is damaged¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.